Manufacturer narrative:
This case will be voided as it is a duplicate of MFR# 1038671-2021-00344. Any subsequent information will be captured under MFR# 1038671-2021-00344.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
Approximately 5.5 yrs postop the initial l tka, this female patient was revised due to poly wear. Patient was last known to be in stable condition following the event. The serial number and catalog # are non-legible the device will not return due to facility policy. The device is to be returned for evaluation.